Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer inadvertently entered in a 15 unit bolus instead of grams of carbohydrates and administered too much insulin causing them to go low. Customer did not address how bg was resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.